Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnoses: incarcerated ventral hernia. Abdominal and pelvic adhesions. Postoperative diagnoses. Incarcerated ventral hernia. Abdominal and pelvic adhesions. Procedure: laparoscopic lysis of abdominal and pelvic adhesions. Laparoscopic repair of incarcerated ventral hernia with mesh. Indications and findings: ¿the patient presented with symptomatic and incarcerated ventral hernia. This was at the prior ostomy site. The patient has a history of colitis and required total abdominal proctocolectomy with j-pouch and ileostomy in the past. The patient was also noted to have pelvic adhesions. At the time of the procedure, the patient was noted to have multiple abdominal, but mainly pelvic adhesions requiring careful adhesiolysis. Small bowel was incarcerated into a ventral hernia requiring primary reduction. A hernia repair was performed using mesh 15 cm x 19 cm, which was fashioned to 15 cm x 15 cm. Four transfixating sutures were placed followed by tacks. The patient tolerated the procedure well without complications.¿ procedure in detail: ¿the patient taken to the operating room and after induction of anesthesia, placed in supine position. The patient prepped and draped in sterile fashion. Laparoscopic access was made with a 5-mm left upper quadrant optiview trocar. An additional 5-mm trocar was placed in the right upper quadrant and a 12-mm trocar in the left lower quadrant. Next, laparoscopic adhesiolysis was performed both of the abdominal and pelvic adhesions. Attention was then drawn to the incarcerated hernia, where careful adhesiolysis was required to reduce the hernia, mainly small bowel herniated contents required removal from the sac. Next, a 15 cm x 15 cm cut dualmesh was rolled and introduced into the 12-mm trocar site. Four transfixating sutures were placed at least 3 to 5 cm distal to the edges of the hernia. Next, in circumferential fashion, a roll of tacks were placed. Final examination revealed intact repair. Pneumoperitoneum was released followed by removal of the trocars. All trocar sites were closed primarily with 4-0 monocryl and dermabond. The patient tolerated the procedure well and was taken to the recovery room in good condition.¿ product identification records for the alleged gore device were not provided. (B)(6) 2011: (B)(6) hospital. (B)(6) , md. Radiology¿xr abdomen. Impression: loops of dilated small bowel mid abdomen. Finding compatible with postoperative ileus versus closed loop obstruction. Stomach slightly distended. Surgical clips right lower quadrant. (B)(6) 2011: (B)(6) hospital. (B)(6) , md. Radiology¿xr abdomen. Impression: multiple loops of dilated small bowel compatible with an ileus versus partial small bowel obstruction. There is free air in abdomen. Could be secondary to recent surgery. However, no definite free air was present on prior examination. (B)(6) 2011: (B)(6) hospital. (B)(6) , md. Radiology¿CT abdomen/pelvis. Impression: patient is status post total colectomy with creation of rectal pouch. Diffusely dilated loops of small bowel with air-fluid levels consistent with generalized ileus. Small bowel is seen measuring up to 4.8 cm in diameter with abnormal air-fluid levels present. Air-fluid collection in right abdomen deep to abdominal wall mesh measuring 3.8 x 9.5 x 11.8 cm. A component of the collection is seen extending along medial margin of mesh into the subcutaneous tissue of right abdomen measuring 6.2 x 7.2 x 7.3 cm. This fluid collection also contains multiple foci of air. An infected collection should be considered. Some fluid and edema extending inferiorly from this collection towards right pelvis. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Radiology¿CT abscess drain. Indication: CT-guided drainage of an anterior abdominal wall collection and of an abdominal collection prior to patient¿s hernia mesh. Findings: needle first advanced into abdominal collection posterior to hernia mesh, 10 french multipurpose catheter placed within collection, aspirated with virtual complete collapse. Despite aspiration, the second collection in anterior abdominal wall did not change in size. It was therefore felt that the two collections did not communicate and patient would require a second catheter. Both catheters were set to gravity. Impression: successful CT-guided placement of 10 french multipurpose catheters within abdominal collection posterior to the hernia mesh and within a collection in anterior abdominal wall anterior to hernia mesh. (B)(6) 2011: (B)(6) hospital system. Microbiology. Source: abscess. Site: abdomen wall. Gram stain: many wbc¿s. Occasional gram-positive cocci in pairs, gram-positive rods. Many gram-negative rods. Aerobic culture: proteus mirabilis, escherichia coli, enterococcus species. (B)(6) 2011: (B)(6) hospital system. Microbiology. Source: abdominal fluid. Gram stain: few wbc¿s. Few gram-positive cocci in pairs, gram-positive rods. Occasional gram-negative rods. Aerobic culture: proteus mirabilis, escherichia coli, enterococcus faecium. (B)(6) 2011: (B)(6) hospital system. Microbiology. Source: abdominal fluid. Anaerobic culture: bacteroides fragilis, beta lactamase positive, prevotella loescheii. (B)(6) 2011: (B)(6) hospital. (B)(6) , md. Radiology¿xr kidney/urinary/bladder. Right lower quadrant percutaneous catheter has been placed. Sable material from hernia repair is noted in right lower quadrant. Dilated loops small bowel appear slightly increased in left upper abdomen which could be related to worsening small-bowel obstruction. (B)(6) 2011: (B)(6) hospital. (B)(6) , md. Radiology¿CT abdomen/pelvis. Impression: interval placement of percutaneous drain into right anterior abdominal wall subcutaneous fluid collection with significant decrease in size of collection. Small amount air remains present within collection, although fluid has resolved. This is within the deep subcutaneous tissue of anterior wall immediately superficial to patient¿s mesh. Placement of second percutaneous drain within intra-abdominal fluid collection deep to patient¿s mesh which is stable versus slightly increased in size of the collection. Increased density within fluid, differential includes extravasated oral contrast, communication with bowel, small amount of hemorrhage. Collection measures 9 x 4.5 cm. Transverse dimension appears slightly increased. The most superior portion of collection is close to an anastomotic suture line. Dilated loops of small bowel again noted. May represent partial obstruction. Similar to prior study. (B)(6) 2011: (B)(6) , md. Radiology¿CT abdomen/pelvis. Indication: abdomen pain. Impression: abscesses in region of right paracolic gutter and subcutaneous soft tissue of right lower quadrant abdomen. Nonspecific dilation of small bowel suggestive of ileus. (B)(6) 2011: (B)(6) md. Operative report. Preoperative diagnosis: anterior abdominal wall abscess, right lower quadrant. Postoperative diagnosis: anterior abdominal wall abscess, right lower quadrant. Procedures: incision and drainage of right abdominal wall abscess. Placement of a drain. Complications: none. Operative report: ¿patient was brought into the operating room and placed on the operating table in supine position where general anesthesia was induced without complication with endotracheal tube. The patient was then shaved and prepped and draped in sterile fashion. The drain which had been placed by CT guidance was then removed without complication at this point. A large amount of purulent material was the previous drain site. Incision was about 5 cm in dimension. The incision was carried down through the skin down to level of the abscess cavity. The abscess cavity was entered without complication. A large amount of purulentmaterial [sic] was evacuated at this point. It is about 100 to 150 ml. After completion evacuation of abscess and breaking of the loculation, a jackson-pratt drain was then placed. A thorough irrigation of the abscess was then performed with warm normal saline. After complete evacuation and drainage of the abscess, 1-inch iodoform packing was then placed. Sterile dressing was applied to the wound. The patient tolerated the procedure well. No complications demonstrated. The patient was awakened from anesthesia, extubated, and sent to recovery room in stable condition.¿ (B)(6) 2011: (B)(6) md. Radiology¿CT abdomen/pelvis. Indication: right lower quadrant pain. Impression: interval significant decrease in size of subcutaneous and intra-abdominal air-fluid collections. Findings suspicious for enterocutaneous fistula. (B)(6) 2011: (B)(6) md. Radiology¿CT abdomen/pelvis. Indication: abdomen pain. Impression: right anterolateral lower abdominal wall defect associated with postsurgical changes including mesh, and possibly packing material. Surgical drain identified in adjacent subcutaneous tissues. Small amount stranding and fluid in this region, no definite abscess at this time. Portions of small bowel abut the above. A clear enterocutaneous fistula is not visualized but this could not be excluded completely. Total proctocolectomy and ileal-anal anastomosis. Mild nonspecific dilation of mid and distal small bowel which is similar in appearance to previous studies. (B)(6) 2011: (B)(6) , md. Operative report. Preoperative diagnoses: enterocutaneous fistula. Abdominal wall abscess. History of incisional hernia repair with mesh. Postoperative diagnoses: enterocutaneous fistula. Abdominal wall abscess. Large amount of intra-abdominal adhesion. Recurrent incisional hernia. Foreign body (mesh). Small-bowel obstruction, partial, secondary to intra-abdominal and pelvic adhesions. Procedures: exploratory laparotomy. Extensive lysis of adhesions, more than 45 minutes. Repair of enterocutaneous fistula. Small bowel resection with primary jejunojejunostomy. Removal of foreign body (mesh). Repair of recurrent incisional hernia. Intraoperative proctoscopy with decompression of the small bowel. Complications: none. Ms. Deshotels is a 43-year-old morbidly obese female who underwent several years ago a total proctocolectomy with ileal pouch anal anastomosis for chronic ulcerative colitis. She was diagnosed with incisional hernia at the site of the previous ileostomy which was repaired in july of 2011. Postoperatively the patient presented with abdominal abscess and an enterocutaneous fistula which was treated medically with n.p.o [nothing by mouth] status and tpn [total parenteral nutrition] without however complete resolution of problem. It was then decided to take the patient to the operating room for definite treatment of the fistula. Findings: ¿the procedure consisted on performing exploratory laparotomy, extensive lysis of adhesion. The fistula was at the level of the previous ileostomy closure site and was involving the superior and lateral aspect of the mesh and was draining through the hernial sac itself. There is also a large amount of adhesion in the level of pelvic area which was causing an obvious partial small-bowel obstruction with significantly distended loop of small bowel. The procedure consisted on performing a lysis of adhesion. The area of the fistula itself had to be resected due to the significant amount of necrotic tissue with infection. The mesh also had to be removed and a primary closure of the hernia was then performed without mesh.¿ operative report: ¿the patient was brought into the operating room, placed on the operating table in supine position. General anesthesia was then induced with endotracheal tube without complication. An orogastric tube and a foley catheter were then placed preoperatively and the patient was then prepped and draped in the usual sterile fashion. The right lower quadrant drain was easily identifiable and was covered during the surgery. A midline 15-cm infra and supraumbilical midline incision was then performed. Incision was carried down through the skin, subcutaneous tissues, down to the fascia. Fascia was identified without complication, divided and the intra-abdominal cavity was entered without complication at this point. Upon entry of the abdominal cavity, significantly dilated loops of small bowel was present on left lower quadrant. Significant amount of adhesions were present on the right side of the abdomen including the area of the fistula and some additional adhesions were present in the pelvic area and in the right upper quadrant. The 1st part of the procedure consisted of delicated [sic] dissection of the area of the fistula. Delicate lysis of adhesions was then performed at this point and the loop of bowel involved into the fistula was identified and delicately dissected from the abdominal wall. The area of fistula itself was easily identifiable and enteric content could be easily draining from that area. A 3-0 silk stitch was then placed to recognize the area in the future. A delicate dissection of significant amount of adhesion surrounding the mesh had to be performed; however, no evidence of fistula tract could be identified at the time. The area of the fistula tract was then completely separated from the abdominal wall and the small bowel was then run completely from the ligament of treitz down to the area of the ileal pouch. A significant amount of adhesion was also noted at the level of the pelvic area particularly an adhesion at the level of the dome of the uterus causing the partial small-bowel obstruction. These adhesions were then delicately dissected without complication and the obstructive point was released. Additional dilatation of the area of the ileum proximal to the pouch also was noted and a delicate dissection of these adhesions in the pelvic area was then performed. To identify if no further distal obstruction was present, an intraoperative proctoscopy was then performed. The proctoscope was then advanced without complication up to the level of dissection of adhesion and failed to demonstrate any evidence of additional obstructive point. Again, at this point, the small bowel was then run without complications from the pouch itself up to the ligament of treitz and besides the area of the inflammatory changes surrounding the enterocutaneous fistula area, the small bowel was completely free from all adhesions. Because of significant amount of inflammatory changes and necrotic edges of the bowel wall at the level of the enteric side of the fistula, it was then decided to perform a small bowel resection. The area of the fistula itself which was in fact the area of the previous ileostomy closure site was well identified. The proximal and distal loops were approximated with 3-0 silk stitch. After performing two small enterotomies, a primary side to side jejunojejunostomy was performed using a gia-55. The anastomosis was then inspected and failed to demonstrate any signs of bleeding and the enterotomy was then completed using gia-55 in a perpendicular fashion. The small bowel was then completely separated and the rest of the procedure consisting at this point dividing the mesentery without complication. The mesentery was then suture ligated with of 2-0 vicryl. The small bowel including the fistula was then removed and sent to pathology for examination. The mesentery was then closed to avoid internal hernia in the future. Attention was then paid to the level of the previous hernia repair. The mesh which was partially incarcerated into the hernia sac itself was easily removed from the surrounding structure and sent to pathology for examination as a foreign body. The hernial sac itself was easily identified and thoroughly irrigated with warm normal saline. At this point, the area of the subcutaneous drain was examined, a transverse incision was performed to allow a proper drainage of the residual abdominal wall abscess after removal of the drain. After complete drainage of the abscess a primary repair of the hernia was then performed with #1 prolene stitch. The hernia repair was tested and judged adequate. A thorough irrigation of the operative field was then performed. The small bowel was then run again from the level of the ileal pouch to the level of the ligament of treitz and no significant abnormality was demonstrated. The fascia was reapproximated using a #1 prolene stitch in a running fashion. Staple was used to approximate the skin and packing was then placed at the level of the previous ileostomy site as well as loosely packing of the midline incision. A sterile dressing was applied to the wound. The patient tolerated the procedure well. The instrument count, needle count, and sponge count were correct twice. The patient was awakened from anesthesia extubated and sent to recovery room in stable condition.¿ (B)(6) 2011: (B)(6) hospital. Implant record. Adhesion barrier, seprafilm. Genzyme surgical products. (B)(6) 2011: (B)(6) md. Pathology report. Accession #: s11-16317. Microscopic diagnosis: small bowel, partial resection: suture granuloma, fibrosis and serosal adhesions at entero-enteroanastomosis. Abdominal mesh, removal: mesh, grossly identified. Clinical history: exploratory lap with removal of infected mesh. Specimen source: small bowel with cutaneous fistula; abdominal mesh. Gross description: two specimen containers are received each labeled with the patient¿s name and medical record number. Specimen 1: received fresh labeled ¿small bowel with cutaneous fistula¿ is a 26.5 cm length of small bowel with a scant amount of attached mesenteric fat. The serosa is focally roughened by adhesions with areas of hemorrhage. There is an undesignated suture located 4.5 cm from one margin. On opening, in the area of the suture, there is a circumferential anastomotic line, which demonstrates a side-to-side anastomosis. The anastomotic line grossly appears intact. The mucosa has a diffuse loss of the normal mucosal folds, and the circumference averages 6.2 cm. No obstruction lesions are grossly identified. The serosa and mucosa are carefully inspected, and no fistula tracts are grossly identified; however, in the area of the aforementioned suture, the mucosa is focally hemorrhage. Serially sectioning this area reveals multiple staples, which are embedded within the bowel wall. Section code: a1, margin closest to area of suture; a2, opposite margins a3 and a4, entire sutured area. Specimen 2: received fresh labeled ¿abdominal mesh¿ is a portion of surgical mesh material measuring 10.5 x 9 x 0.3 cm. The mesh material is diffusely discolored green-yellow. No soft tissue accompanies the specimen. No sections are submitted. ¿a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information."   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal wall abscess, small bowel obstruction, mesh removal and additional surgery. Additional event specific information was not provided.